Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's a1c had increased by 2 points and on multiple, intermittent occasions, the bg level was as high as 500 mg/dl. The customer reported to have received multiple incomplete bolus alerts and has associated the alerts with the increased a1c and bg level. Although requested, the customer did not provide information on how the a1c and bg level were treated. It was reported that because there are 7 "button presses" on the pump that are performed to deliver a bolus, that at times the customer would become distracted and the bolus would not be completed. The customer reverted to using daily insulin injections to manage diabetes.